Event description:
The customer stated that she tested her blood glucose and received a reading of 174 mg/dl using her breeze2 meter. The customer did not feel the reading was correct because she felt out of for most of the day. She said that she was not even aware that her daughter had come to visit her that day. The customer's daughter gave her something to eat and drink, but she did not require outside medical attention. The customer was unable to troubleshoot her breeze2 system because she did not have the correct control solution for her reagent. The customer's test strips and meter were returned for evaluation. Replacement products were sent to the customer. Attempts were made to contact the customer for additional information regarding the event, but those attempts were not successful.